Event description:
Status/post lasik enhancement x 12 days; removal of epithelial cells using biomicroscope slit lamp. Customer prescribed zymaxid four times daily on the left eye only.

Manufacturer narrative:
(B)(4). Epithelial ingrowths/defects. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer is only reporting this event and did not request field service or clinical support.